Event description:
A facility reported that during an unspecified case, the cusa clarity 23 khz handpiece (c7023) overheated. The device was in contact with the patient; however, no patient injury or increase in surgery time was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa clarity 23 khz handpiece was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer reported issue as valid: the handpiece was in operation for 10 minutes and the handpiece was found to be overheating. Root cause -the reported failure ¿hp overheating¿ was confirmed. The root cause of the overheating was not verified. The device has been scrapped.

Event description:
N/a.